Event description:
The physician reported that leakage was found at under the cassette during the cataract/vitrectomy combination surgery. The surgery was completed after replacing the cassette with another one. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned combined pack was visually inspected. The identification tabs and the infusion chamber were intact. The drip chamber was cut off from the manifold on returned condition. The cut off drip chamber was not returned. The probe manifold and infusion cannula were not returned. The probe manifold, admin manifold, and infusion cannula from lab stocks were used for testing. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette without any interference. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The submerge leak test was performed on the cassette. No leakage occurred. The sample could prime; tune with the handpiece, and pass intraoperative pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).